Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is fell of nightstand. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the burnt pca and display, contaminated tube and seal. The customer complaint cannot be reproduced. There was no error has been identified.